Event description:
Dealer stated that the joystick on a tdxsr-cg power chair is not communicating with the chair. Additional reportable malfunction for this device; the brake light stays on and will not move.